Event description:
Left main was traumatized when balloon was used to attempt to dilate cx. Balloon was never passed into cx, but pulled out when resistance met in left main. Pt was sent to surgery. Ptca was aborted.